Event description:
In 2008, baxter was notified that the spike separated from the spike port on a transfer set. After the disconnection, the pt connected to the spike to another solution bag without ultra violet irradiation and without using the shell connector. The pt presented with cloudy dialysate and was diagnosed with peritonitis and hospitalized on a week prior to original date. The pt was treated with pansporin (cefotiam hydrochloride) 2 gram/vial once per day intravenous starting on that day for nine days, pansporin (cefotiam hydrochloride) 1 gram/vial 3 times per day intravenous during that period, rifadin (rifampicin), 3 capsules per day oral starting on two days after the original date and cefzon (cefdinir), 2 capsules per day oral starting on that day. The pt was released from the hospital on original date, when the peritonitis was cured. The pt had a break in aspect technique and was retrained on proper procedure.

Manufacturer narrative:
Sample was unavailable.